Event description:
In 2003, the hosp reported that during the night, a pt being supported by a ventricular assist device system (driver) heard some alarms-unsure of the type of alarm. The pt thought the drive console stopped pumping because they began to loose consciousness. Then the drive console restarted and the pt was okay. The following morning the drive console suddenly alarmed, for both modules and the drive console stopped pumping. The pt was switched to a backup drive console.